Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted during testing. The insulin pump had a cracked case at display window corners, cracked battery tube threads, scratched display window and scratched case. The drive support disk was inspected and no anomaly was noted during testing. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had crack. The customer reported that the insulin pump was delivering too much insulin. The customer's blood glucose was 35 mg/dl at the time of incident. The customer's blood glucose was 114 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.